Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3387s-40, lot # v090726, implanted: (B)(6) 2008, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
A consumer reported the patient programmer was not working or turning on. The patient tried new batteries in the programmer, but that did not work. The batteries were replaced again, but the programmer was only working some of the time. The patient was now experiencing a lot of shaking. The patient¿s indication for use is essential tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported a company representative had called the patient and talked them through the process to remedy the problem. The issue was not resolved.